Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "the hook that holds all the wires and cords has come off." The fse reported that the left workstation handle was broken. There is no report of patient injury or death.